Event description:
It was reported that the fos cable was compromised during use. The fiber optics then ceased to operate, so the iab was removed from the pt. A re-insertion was not required. There were no associated pt complications.